Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s). It was reported that the patient¿s device was turned off two years ago because it stopped working. The issue was not resolved the time of this report. No symptoms were reported.